Manufacturer narrative:
Patient age, date of birth, and weight not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to repair a spiral fracture of the humerus, it was noted the bone holding forceps in the set was broken into 2 pieces. Another forceps was readily available and used to complete the procedure. There was no delay in surgery and procedure was completed successfully without patient harm. Patient was reported stable post-operatively. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part: 399.091, lot: 5010244. Manufacturing site: (B)(4). Release to warehouse date: 04. April 2006. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service & repair evaluation: the customer reported the clamp was broken in two pieces. The repair technician reported the leaf spring was broken, and the jaws were bent. Leaf/ spring broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. No service history review can be performed as part number 399.091 with lot number(s) 5010244/ 5226431 is a lot/ batch controlled item. The service history review is unconfirmed. A product development investigation was performed for the subject device: the bone holding forceps (399.091) are utilized in many systems including small fragment, pediatric lcp and 3.5mm lcp hook plate systems. The instrument is one of 5 reduction forceps available in these systems. The device was returned to service and repair where it was noted that the leaf spring was broken and the jaws were bent; the device was deemed unrepairable and forwarded to customer quality. Upon receipt the device was examined and the complaint condition was able to be confirmed as the device¿s spring was found to be broken at the hole used to attach it to the device arm. The instrument was returned fully disassembled and missing a pin and the set screw used to attach the spring to the arm. No definitive root cause was able to be determined; it is likely that excessive force and/or wear and tear of a 11+ year old instrument (mfg 2006) contributed to the spring failure. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level and spring. The design, materials and finishing processes were found to be appropriate for the intended use of this device. The spring thickness was measured and found to be within specification. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No service history was able to be completed as the device is lot/batch controlled. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.